Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Test done one hour after finger stick. Pt got 411 errors, then 3.2 on meter using same finger. Pt's therapeutic range is 2.0 - 3.0.